Manufacturer narrative:
H3: one sample of the cadd administration set from p/n (B)(6)l/n unknown was received in used condition inside a plastic bag without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. The sample was received with the tube 12" cut and without the filter, but the coiled tube came with a filter port bonded. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joins are properly adhered and there no damage on the filters; no discrepancies were detected. The reported issue was confirmed. The most probable cause of the issue was that the filter was damaged after it left production.

Event description:
It was reported that the device was in use for infusion with home care patient. The reporter stated the administration kit "broke" during infusion of antibiotic. The reporter stated the patient's caregiver stopped the infusion, applied a clamp to the set and applied a cap to the patient's central venous catheter. The reporter stated the patient reported to hospital to get a replacement administration set and continue the infusion. No adverse effects to patient reported.